Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The patient was scheduled to have a chest x ray. The implantable cardioverter defibrillator (ICD) was also reported to emit tones. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.